Event description:
See also manufacturer report 2032545-2008-07743. It was reported that while placing a bravo ph monitor, the capsule would not attach to the patient. Upon removal from the patient, the capsule was found in the esophagus. A second capsule was attempted which also failed. No injury to the patient was reported.

Manufacturer narrative:
Final device analysis was not available at the time of this report. A follow-up medwatch report will be sent when the analysis is complete and/or when additional information is received from the hcp.